Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. A goods movement indicates parts were shipped to the customer to repair and resolve their issue. Replacement parts were ordered and shipped to the customer site. We will consider that the customer resolved the issue using the replacement parts ordered from philips. No further investigation or action is warranted at this time.

Event description:
It was reported there was a request for a loudspeaker assembly. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported there was a request for a loudspeaker assembly. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.